Event description:
While transferring this resident from his chair to the shower stretcher by pt lift he was experiencing severe tremors. He turned unexpectedly and the s hook on the lift punctured his r axilla. Resident was admitted to hosp 10/16/96 - dx puncture wound r axilla - treatment 5 sutures.